Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed high impedance measurements and noise. The noise was not able to be reproduced. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Event description:
Additional information was received indicating this lead exhibited oversensing of noise and high pacing threshold measurements. During routine device change out this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.